Event description:
It was stated that the customer was hospitalized for high blood glucose levels of 469 mg/dl. Prior to the event, the customer was not feeling well and was vomiting. The customer had told his father that for the past two days, the insulin pump had no insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.